Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of pain in the middle of her chest and under the arm opposite where the device was located. The lead was repositioned and the unexplained pain subsided.